Event description:
According to the info reported in the distributor report, dermabond topical skin adhesive was used to close a laceration of a pt. It was reported that some of the product accidentally ran and the eye was sealed shut. The dr requested info on how to remove the product and it was suggested to apply petroleum based ointment to sealed eye and to attempt to peel edges, gently separating eyelids. He was advised the components of the product are not harmful to the eye. The location was mid-forehead and the right eye was sealed closed. The dr reported the eyelashes did separate after application of ophthalmic ointment and a referral was made to an ophthalmologist. Current condition of the pt is unk. No product was returned.